Event description:
It was reported that the patient presented to the clinic for wound/device check and elevation of atrial threshold was observed. The patient was seen again and there was consistent inability to capture on the atrial lead. Chest x-ray confirmed the atrial lead had dislodged. The lead was turned off. The patient is enrolled in the surescan post approval study (pas) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2012. (B)(4).